Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness, and a report of receiving shock therapy. Review of stored device memory noted the patient went into atrial fibrillation (af) with rapid ventricular response (rvr). Initial discrimination of the rhythm by this implantable cardioverter defibrillator (ICD) was appropriate, however, some undersensing of the af occurred, and inappropriate anti-tachycardia pacing (atp) was delivered. The atp was unsuccessful in converting the rhythm, and was suspected to have accelerated the rhythm. The device then delivered a shock, which, successfully slowed the rhythm. Technical services (ts) discussed potential programming options for better sensing of af. No adverse patient effects were reported. This device remains in service. Additional information was received and this implantable cardioverter defibrillator (ICD) has delivered another shock due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness, and a report of receiving shock therapy. Review of stored device memory noted the patient went into atrial fibrillation (af) with rapid ventricular response (rvr). Initial discrimination of the rhythm by this implantable cardioverter defibrillator (ICD) was appropriate, however, some undersensing of the af occurred, and inappropriate anti-tachycardia pacing (atp) was delivered. The atp was unsuccessful in converting the rhythm, and was suspected to have accelerated the rhythm. The device then delivered a shock, which, successfully slowed the rhythm. Technical services (ts) discussed potential programming options for better sensing of af. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness, and a report of receiving shock therapy. Review of stored device memory noted the patient went into atrial fibrillation (af) with rapid ventricular response (rvr). Initial discrimination of the rhythm by this implantable cardioverter defibrillator (ICD) was appropriate, however, some undersensing of the af occurred, and inappropriate anti-tachycardia pacing (atp) was delivered. The atp was unsuccessful in converting the rhythm, and was suspected to have accelerated the rhythm. The device then delivered a shock, which, successfully slowed the rhythm. Technical services (ts) discussed potential programming options for better sensing of af. No adverse patient effects were reported. This device remains in service. Additional information was received and this implantable cardioverter defibrillator (ICD) has delivered another shock due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. Additional information was received that the device was later explanted and replaced due to reported normal battery depletion. The product has been received for analysis.